Event description:
It was reported that the patient was brought to the hospital complaining of feeling bad. An ECG showed an intrinisic rate of 45-50 bpm. No pacing pulse was seen. Pacing was seen when the wand was placed over the device, but dashes were noted for parameters and the device could not be programmed. The measured battery current was 56 - 57 ua.